Manufacturer narrative:
The insulin pump passed the self test and no unexpected check settings alarm was noted. The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump was received stuck on a motor error that occurred during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm could be verified due to an overwritten history file. The insulin pump had normal operating currents and no battery alarms were noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 212 mg/dl. The customer stated the motor error alarm occured when he was trying to fill his cannula. The customer could not recall any other significant events leading to the alarm. He also stated he was able to rewind his insulin pump. The customer was informed on why the alarms would occurr. Troubleshooting found the insulin pump passed the self test. The customer was advised to disconnect from his insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).